Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that prior to clinical scanning, the user did a performance test, to check the system functionality. The user chose a pre-programmed motion, to move the table. Normal operation is for both detectors to go to their outer limits, which is maximal radius. Detector arm 2 performed correctly, but detector arm 1 did not and was right above the table when it descended and contacted the table. The user was able to move the detector away from the table by using the hand controller. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
The issue reported was that prior to clinical scanning, the user did a performance test to check the system functionality. The user chose a pre-programmed motion (ppm) to move the table. Normal operation is for both detectors to go to their outer limits, which is maximal radius. Detector arm 2 performed correctly, but detector arm 1 did not and was right above the table when it descended and contacted the table. The user was able to move the detector away from the table by using the hand controller. There was no harm as the system was not in clinical use when the event occurred. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse found that the coupler of the y-drive for detector 1 had failed. The fse confirmed that the collision pads and e-stops were functioning as intended. The fse replaced the y-drive coupler to resolve the issue and returned the device to the customer for use. Philips engineering reviewed the details and pictures regarding this event and concluded: the user chose a ppm to move the table, which involve multiple axis motion. The detector was supposed to move out (y-axis) and down (z-axis). Detector 2 moved as intended, for detector 1, the coupler of the y-drive had failed, and the detector did not move out. The system did not identify the issue based on motor encoder feedback. Since detector 1 remained above the table, the next down movement of the detector ended up colliding with the table. The face of the detector which touched the table had collision pads. However, two screws on the detector surface touched the table surface first. The interface (table) was rigid enough that it did not allow further participation of the collision pads. Upon system inspection, the fse confirmed that the collision pads and e-stops were functioning as intended. In case of manual motorized motion, y-axis would fail to move due to coupler failure, this would be easily detectable without harm. In case of ppm motions which involve more than one axis motion, with patient on the table, the collision sensors would activate as expected to halt any further motion. In addition, the user would have the ability to utilize e-stops to halt detector motion. The probable cause was a failed y-drive coupler. Therefore, based on the investigation performed, this event is not a reportable event. Internal cross reference: complaint pr (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that prior to clinical scanning, the user did a performance test, to check the system functionality. The user chose a pre-programmed motion, to move the table. Normal operation is for both detectors to go to their outer limits, which is maximal radius. Detector arm 2 performed correctly, but detector arm 1 did not and was right above the table when it descended and contacted the table. The user was able to move the detector away from the table by using the hand controller. Based on the available information, this issue has been initially determined to be a reportable event.